Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device reportedly reached recommended replacement time after 5 years and 7 months of implantation, which seemed too short for the physician in regard of longevities announced for this product.

Event description:
The subject device reportedly reached recommended replacement time after 5 years and 7 months of implantation, which seemed too short for the physician in regard of longevities announced for this product.